Event description:
A high blood glucose level of 547 mg/dl was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it began to decrease on its own. The customer did not take any action, and no further assistance was required.